Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was jammed. A field service engineer (fse) seated all connections to lock sensor to resolve the issue. Then the drawer opened and closed multiple times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 2 was stuck and displayed a failed hardware icon, and the customer attempted to pull the drawer; however, there was no response. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.